Event description:
It was reported that during an open total gastrectomy, the jaws could not be released at the 1st firing as the release button did was not functioned after the device was used on the duodenum. Both sides of the jaws were cut and the device was removed from the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The target tissue was regular. Reinforcement material was not used. The closing lever, the firing trigger and the release button was not returned to the home position after the device was removed from the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. The following information was requested, but unavailable:

Manufacturer narrative:
(B)(4). Jammed knife. The analysis found that one device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One (B)(4) cartridge reload was loaded in the device. The cartridge reload was received fully fired. In addition, several staples were found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The knife was fully returned by completing the return stroke and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.